Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels toward the 600s (mg/dl), significant ketones, and the inability to swallow. Reportedly, the customer's bg levels may have begun to elevated after changing their infusion site. At some point between (B)(6) 2016, the customer went to the emergency room (ER) because the customer was reported to be close to diabetic ketoacidosis; however, no specific event date or additional details were provided. Contact reported that the ER staff suggested that there was an issue with the pump; however, no additional information was provided. Customer has reverted to insulin injections for diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Additional information received on 12/15/2016. Pump data was reviewed by tandem technical support and found the pump had shutdown due to low battery power. All necessary alerts and notifications were annunciated prior to the pump shutting down. Pump was shutdown for approximately 16 hours before being plugged in to charge and powered back on. The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10-15 minutes), and to also avoid frequent full discharges.